Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was further reported that there were two episodes detected in the ventricular fibrillation (vf) zone, high voltage therapy was provided and electromagnetic interference was observed. The patient was transferred to a different facility and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.